Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # 0043024619, ts humeral head 19*46 , lot # ni; catalog # 00432604600, trabecular metal glenoid component 46 mm articular surface, lot # 62522638. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Product location unknown.

Event description:
It was reported patient underwent left total shoulder arthroplasty. Subsequently, patient underwent a revision procedure due to patient allegations of loosening, pain, and loss of range of motion. No further information is available at this time.

Event description:
No further information provided at the time of this reporting.

Manufacturer narrative:
No device was returned for examination. Review of device history records did not identify any related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.